Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that there were no actions/interventions taken to resolve the credit card issue and it was unknown if the issue resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that ever since implant, the patient had trouble swiping her credit card. The patient has to move away from the machine and have someone else do it. It was unknown if the controller was present as well. The patient reported this was happening consistently with credit cards and gift cards. The therapy was said to be working well for the patient. No symptoms or further complications were reported.